Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Concomitant medical products: item # unk, hip-mom-cups-unk, lot # unk, item # unk, hip-unknown-stems-unk, lot # unk. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-10147, 0001825034-2018-10148, 0001825034-2018-10149.

Event description:
It was reported that a patient was revised due to unknown reasons an unknown timeframe post implantation. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
Concomitant medical products - m2a-magnum mod hd sz 44mm # item 157444 lot 593770, bi-metric/x por nc 11x135 # item x180311 lot 420310, m2a-magnum 42-50mm tpr insrt-6 # item 139252 lot 744130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised approximately 9 years post initial surgery due to sepsis and pseudotumor. Head was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Revision op notes states that the CT scan revealed swelling, thickening and fluid collection around the right hip as well as a large supraacetabular osteolytic defect. Patient showing signs of systemic sepsis with positive blood cultures with gram-positive cocci. He has a history of methicillin-resistant staphylococcus epidermidis (mrse). Large amount of purulent fluid in posterior aspect of hip joint. Capsulectomy and excision of heterotropic bone performed anteriorly. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.